Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing snycopal episodes. During interrogation the ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2016 during a pulse generator changeout. The patient was stable post procedure.